Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device did not charged the new installed battery. The situation stayed the same even after inserting and removing the battery or inserting another battery. - this occurrence was noticed during the pre-operational check. - a continuous intermitted alarm was observable both visually (error codes) and through hearing. Tf 444001 (batteriestotaldischarge), te244021 (batterypowerlinedefect). - the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that battery 1 did not charged. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device did not charged the new installed battery. The situation stayed the same even after inserting and removing the battery or inserting another battery. - this occurrence was noticed during the pre-operational check. - a continuous intermitted alarm was observable both visually (error codes) and through hearing. Tf 444001 (batteriestotaldischarge), te244021 (batterypowerlinedefect). - the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that battery 1 did not charged. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.